Manufacturer narrative:
H3: device evaluaton: the lens was returned with moisture in a microcentrifuge vial. Visiual inspection found a haptic torn and broken lens. Dimensional and functional inspection found the lens to be within specification. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+2.5/092 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was due to patient related factor. Additional information has been requested but none has been forthcoming.